Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative reseated all connections in the mobile view station (mvs) and monitor connections. The software was updated. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the mobile view station (mvs) monitor on the imaging system would turn off immediately after it was unplugged from the external outlet. It was reported that the mvs would continue to beep after the screen went black. The monitor would come back on as soon as it was plugged into wall power. There was no patient present when this issue was identified.